Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: investigation findings, investigation conclusions and h11 have been updated. Additions to section h6: component code and type of investigation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The provided 3mensio imagery revealed calcification in the patient's landing zone as well as calcification and tortuosity in the patient's access vasculature. The provided device imagery showed a radial and longitudinal balloon burst with the nose tip, distal portion of the balloon, and guidewire lumen fully separated from the rest of the delivery system; balloon spring stretching and nose tip damage were noted. In this case, the complaints of balloon burst, distal tip separates during use, inability to withdraw system through sheath and system component damaged were confirmed based on review of the provided imagery. The available information suggests that patient factors (calcification) likely contributed to the reported balloon burst, procedural factors (withdrawal of burst balloon) likely contributed to the reported withdrawal difficulty, and procedural factors (high retrieval force and device manipulation) likely contributed to the reported distal tip separation. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement or stress concentration. As the balloon burst, the altered balloon profile could have made it more susceptible to catch on the distal end of the sheath tip, which may have led to the experienced retrieval difficulty. Additional pull force or device manipulation used to overcome withdrawal difficulty may have led to the distal tip separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from the clinical specialist. Sections b4, g3, g6, h2, h6: device code(s) and h10 have been updated. Addition to section b5. The investigation is ongoing.

Event description:
According to the provided device imagery, the nose tip, distal portion of the balloon, and guidewire lumen were fully separated from the remainder of the delivery system. In addition, balloon spring stretching and nose tip damage were noted.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a right-side transfemoral tavr (transcatheter aortic valve replacement) procedure with a 29mm sapien 3 ultra resilia valve in the native aortic position, the balloon to the 29mm commander delivery system (ds) ruptured and tore radially while deploying the valve. It was noted that the valve was anchored in place and appeared well-expanded. An attempt was made to remove the ds through the 16fr esheath+, but significant resistance was met at the distal tip of the esheath+. There was so much tension while pulling the system that the balloon bond broke; however, the proximal portion of the balloon remained attached and was removed from the patient. As the distal portion of the balloon and catheter remained in the patient's body, the contralateral groin (left femoral artery) was upsized to a 24fr non-edwards sheath and a gooseneck snare was inserted. The safari wire was brought back into the balloon catheter and the nose cone of the balloon was snared. The non-edwards sheath and balloon were pulled further distal until close to the common femoral artery, and the nose cone was successfully grabbed with crocodile forceps, which were inserted through the non-edwards sheath. All equipment was successfully removed and an aortogram confirmed there was no vascular damage. The groins were closed without further incident. Upon its removal, it was noted that the inside layer of the esheath+ was accordioned (liner delamination). The provided device imagery also confirms a circumferential delamination occurred. The perceived root cause of these events is reported as possibly being due to calcium in the sinotubular junction (stj).